Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician or patient encountered leakage while using the bd precisionglide needle¿. . Verbatim: clinician experienced: leakage, syringe pump failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician or patient encountered leakage while using the bd precisionglide needle¿ . Verbatim: clinician experienced: leakage; syringe pump failure. Please see attached excel sheet for additional information.